Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt required transfusion of a total of 20 units of packed red blood cells due to gastrointestinal bleeding. The pt underwent three esophagogastroduodenoscopy (ECG) procedures, colonoscopy and enteroscopy; a site of bleeding was not reported. The pt's anticoagulation was reduced to low dose heparin and baby dose aspirin following which the international normalized ratio (inr) was reported as 1.7. The pt's locate dehydrogenase (ldh) was in the 300's u/l. The patient experienced a trend in pump parameters from stable on (B)(6) 2014 to having many power elevations up to 14.1 watts. The vad coordinator reported that the pump appeared to have maintained the set speed, other then when it dropped to the low speed limit (lsl) during pi events. It is possible that the transfusions may have caused the pump to work harder, resulting in the increased pump powers. No additional info was provided.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.